Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade ii", "some lymph nodes of likely reactive nature are evident", "water droplets" and "subcapsular rupture". Healthcare professional also reported "small ductal cystic formation" considered not device related. This record is for the left side. The device was explanted.